Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, persistent error fault on universal side manipulator (usm) 4 was observed. Troubleshooting did not resolve the issue. The intuitive technical support engineer (tse) advised the site to continue the planned procedure using a three usm setup if the surgeon chose to do it. No known impact to the patient or the procedure was reported.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization had been issued to have the usm returned; however, isi has not received the da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.